Manufacturer narrative:
Reference MFR report #22916596-2017-00271 for the report of the driveline infection. (B)(4). Approximate age of device ¿ 1 year and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had a major pump pocket infection. The patient presented with several days of abdominal pain. White blood cell count (wbc) at outside emergency room was 18,000 cells per microliter. The patient was transferred to the implanting center. The patient was afebrile. A CT scan was negative for abscess. Cultures were obtained and results were pending. The patient was started on IV cefepime. Unspecified changes in mediation were made. The patient did not have sepsis. No additional information was provided.

Manufacturer narrative:
A specific cause for the patient's presumed infection could not conclusively be determined through this evaluation. The patient remains ongoing on vad support. Infections are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2017 with complaints of epigastric abdominal pain which was exacerbated by movement. The patient denied fevers, chills, or sweats. Although no drainage was present at the driveline exit site, pump pocket infection was suspected due to the patient¿s history of driveline infection and the patient received intravenous antibiotic infusions. Aerobic and blood cultures were collected and the results were negative for any infectious organisms. A CT scan was performed and no discrete fluid collection was observed along the lvas. The patient denied surgical intervention and washout given that there was no clear evidence of pump pocket infection. The patient¿s abdominal tenderness improved with intravenous antibiotics and hydration and was discharged to home on (B)(6) 2017 on a two week course of intravenous antibiotics infusion. On (B)(6) 2017, the patient complained of worsening fatigue, poor appetite, and diarrhea. The patient presented to the emergency department with night sweats and possible fever. The patient reported shocks from the patient¿s implantable cardioverter defibrillator (ICD); however, interrogation of the device revealed no shocks and a repeat chest x-ray was negative. The patient continued on the prescribed course of intravenous antibiotic infusions until (B)(6) 2017. On (B)(6) 2017, the patient returned to the hospital for a sick visit. The patient reported soreness and left sided pain and denied any fevers, sweats, chills, driveline drainage, or worsening fatigue. The patient indicated that their energy level and appetite had been slowly improving. Given presumed pump pocket infection with a pseudomonas infection, the patient was prescribed oral antibiotics. No further information was provided.